Event description:
It was reported to philips that the system did not bootup correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system did not bootup correctly. After reviewing the log file rse found the frontal & lateral ip-pc and the host not turning on. To resolve the issue field service engineer (fse) rear panel in the power distribution unit in the m cabinet and reconfiguring the sd card for the new gpdu ID. After replacement of pd assay, the system was returned to use in good working order. The cause of the ip pc failure determined by the supplier's part analysis during the visual inspection, the engineer found bent element from pd assay rear panel boxed. The codes were updated based on the investigation outcome.